Event description:
Additional info received from MFR on 04/16/1997: co's evaluation: the procedure should have been stopped immediately upon the lens cover falling off the ceiling mounted spotlight. Resolution: hospital should perform inspection on the integrity of the filter housing. The light should not be used, if any part of the product should break.